Event description:
It was reported that the customer was hospitalized due to unexplained high blood glucose and a stroke. Caller stated that the customer's blood glucose reading at the time of hospitalization was 462 mg/dl. Caller stated that the customer had a stroke and the nurse suspended any basal until dinner time. Caller stated that the customer's insulin pump drive support cap is flush. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.